Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31313416l and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. The patient's blood pressure dropped during the right antral ablation. The patient experienced a left atrial perforation at the roof of the left atrium (near left superior pulmonary vein). A large pericardial effusion was noticed and confirmed using intracardiac echocardiography (ice). The procedure was aborted 3/4 of the way through the procedure. The medical intervention provided was a pericardiocentesis and that about 2 liters of blood was removed from the epicardial space. After the pericardiocentesis, the bleeding was unable to be controlled. Cardiac surgeon performed a sternotomy to surgically repair the perforation. The patient was reported to be in stable condition. There were no concerns about product malfunction and that nothing was abnormal during the procedure. The physician believed that a high transeptal resulted in the ablation catheter or sheath perforating the roof of the left atrium. Additional information was received. Ablation was performed prior to noting the pericardial effusion. No errors during the procedure. The event occurred during transseptal or mapping phase. The physician¿s opinion on the cause of this adverse event was procedure related due to high transseptal roof perforation. Patient required extended hospitalization for surgery recovery. There was no evidence of a steam pop.